Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during manual prime and insulin squirted out of the device. The customer's blood glucose reading was 137mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the unexpected restart, rewind, displacement and self tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a bleeding glass on the lcd board. The pump was received with missing end cap, a cracked case at the display window corners, a broken belt clip slot and minor scratches on the lcd window.